Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed no delivery. It was noted that the customer tried multiple different sets and continued to receive no delivery alarms. Customer was able to resolve the issue with a reservoir from a different lot. Customer declined troubleshooting and disconnected the call. Multiple attempts were made to reach the customer however were unsuccessful.